Manufacturer narrative:
Of the 75 allegations of a malfunction, 52 pumps were returned to animas and investigated. Of the investigated pumps, 51 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 6-73 years of age and between 31 and 275 pounds. Of the reported patients, 32 were male and 43 were female.

Manufacturer narrative:
In q4 2016 there was 1 additional instance of power moisture ingress failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 8 pumps were returned and investigated. There were 8 instances of power - moisture ingress found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there was 1 instance of power - moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.